Manufacturer narrative:
Evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was damaged. Review of the device data log identified following event: "1009> error 1660 (B)(6) 2018 11:10:00 pm /" functional testing included use testing. The pump was powered on and it immediately alarmed for ec 1600. Ec 1660 is an issue with processor on the circuit board. The customer reported problem was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to faulty circuit report.

Event description:
Information was received indicating that this ambulatory infusion pump alarmed with error code '1660'. No adverse effects were reported.